Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous right superficial femoral artery (sfa). The 6.0 x 20 sterling balloon catheter was advanced to treat an "arch" forming in the vessel. The balloon was inflated twice to 12 atms and during the second inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications and the patient's condition was reported as good.